Event description:
According to the facility, the "purple plunger sticks and then all of a sudden gush shoving more fluid into pts tummy" and "plunger comes off in the tube making it very difficult to continue without leaking."

Manufacturer narrative:
According to the facility, the "purple plunger sticks and then all of a sudden gush shoving more fluid into pts tummy" and "plunger comes off in the tube making it very difficult to continue without leaking." Per the facility, the syringe is "used for enteral care." No reported serious injuries or medical interventions. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.